Event description:
This report is being filed after subsequent review of the following journal article, kaiser, t., md, brunner, a., md, hohendorff, b., md, ulmar, b., md, and babst, r., md (2011). Treatment of supra- and intra-articular fractures of the distal humerus with the lcp distal humerus plate: a 2-year follow-up. J shoulder elbow surg, 20, 206-212. The authors treated 22 consecutive patients (7 men and 15 women) with fractures of the distal humerus with the synthes lcp distal humerus plate (dhp) system between (B)(6) 2004 and (B)(6) 2006. The patients¿ mean age at the time of the operation was 69 years (range, 28 to 93 years). Two patients (a (B)(6) man and a (B)(6) woman) showed sensory ulnar nerve dysfunction postoperatively. In one patient ((B)(6) man), sensory ulnar function recovered completely after one week, and in the other patient ((B)(6) woman), revision surgery including decompression and transfer of the ulnar nerve was performed, resulting in an incomplete recovery of ulnar sensory function. One (B)(6) male patient showed radiologic signs of delayed fracture union six months after surgery. The patient was free of symptoms and refused any revision surgery. At the final follow-up 28 months postoperatively, the fracture was healed. One (B)(6) female patient sustained skin necrosis over the ulnar plate followed by deep wound infection two years after fracture fixation requiring surgical revision and removal of the ulnar plate. This is report 3 of 4 for complaint (B)(4). This report is for an unknown lcp distal humerus plate (dhp) system consisting of 2 anatomically preshaped angular stable orthogonal plates. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
This report is for an unknown lcp distal humerus plate (dhp) system consisting of 2 anatomically preshaped angular stable orthogonal plates. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.